Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Charge and boot test was performed and passed. Pairing test was performed and passed. Functional test was was performed and passed. Internal visual inspection was performed was performed and passed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the g6 receiver.. However, data for the g6 android application was provided for evaluation. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.